Manufacturer narrative:
An evaluation of the stretcher was conducted via preliminary troubleshooting with the end user. It was determined the battery of the stretcher was at fault. A new battery was provided to the customer as a replacement and it was confirmed to have resolved the reported issue. No further information was provided on the alleged medic injury.

Event description:
The complainant reported while unloading the stretcher with a patient loaded, the undercarriage would allegedly not lower using the power mode. The medics were able to utilize the manual release to lower the legs and proceed with the transport. A medic alleges a back injury as a result . No further details were received.

Event description:
The complainant reported while unloading the stretcher with a patient loaded, the undercarriage would allegedly not lower using the power mode. The medics were able to utilize the manual release to lower the legs and proceed with the transport. A medic alleges a back injury as a result and was placed on light duty, as a result. No further details were received.